Event description:
It was reported that during the fundoplication procedure, teflon pad detached after second use. The piece fell into the pt and was retrieved. Case completed with a like device. There were no pt consequences.